Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was supposed to last like 2 or 3 years and it lasted less than 10 months. The patient said it wouldn't charge anymore and it didn't give out any juice. The patient said this happened years ago. No symptoms or further complications were reported.